Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while attempting to resect a tissue, the device would not fire correctly. Another device was used to complete the case.